Event description:
This is filed to report the gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed centrally on a2/p2, however after the first grasp, a moderate leak remained. The physician re-positioned the clip while in the left ventricle and the leaflets were re-grasped. Adequate mr reduction was not achieved and there was an eccentric jet indicating leaflet torsion possibly caused by suboptimal clip orientation. The clip was inverted and retracted back to the left atrium. The clip trajectory was adjusted, and the physician steered the clip to the mitral valve. The physician attempted grasping the leaflets simultaneously, however the posterior gripper failed to lower. The gripper latch was unlocked, and the posterior gripper was raised and lowered a few times, but the posterior gripper remained stuck and only lowered minimally. The cds was removed from the patient and tested outside the patient¿s body. One of the grippers remained stuck and could only be moved after pressing on the gripper manually. The cds was exchanged for a new one. The procedure was complete with one clip implanted reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.